Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving inappropriate atp and hv therapy from their device. Patient was asymptomatic. Programming changes were made. Patient was doing fine after the event.